Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the coat of the insertion part serpentine tube was peeled off, the bending angle was insufficient due to the elongation of the angle wire, the adhesive part of the objective lens was peeled off, the adhesive part of the lighting lens had peeled off, the insertion part serpentine was crushed, there were scratches on the insertion part serpentine, there was a strange noise when operating the angle, the index of the operation part was peeling of, the curved rubber adhesive was missing, there were scratches on the eyepiece, there were scratches on the grip, there were scratches on the angle lever, scratches were found on the up/down plate, there were scratches on the vent under the grip, the index of the fixed ring was peeling off, and the index of the light guide mounting part was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the insertion coating of the tracheal intubation fiberscope was peeling. Upon inspection of the customer¿s returned device it was observed, the coat of the light guide (lg) serpentine tube was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the reported issue was observed during maintenance inspection. A review of the DHR found no deviations that could have caused or contributed to the reported issue. The investigation was conducted by the provided information. The root cause of the reported event was not able to be specified. Based on the results of the investigation, it is likely that the reported failure was caused by stress during operation. Olympus will continue to monitor the field performance of this device.